Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of patient or staff injury was reported.

Event description:
The customer reported that the images were washed out. This will cause the system to be unusable due to the inability to see the live image. There is no report of injury or death associated with this event.